Event description:
It was reported the pt lost stimulation coverage. The pt is currently recovering from an unrelated surgical procedure and x-rays are to be taken and the pt is to consult with her physician as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.